Event description:
The company received info that suggested that on the second day of pt use, air leakage occurred from the cuff on the device. The customer reported that re-intubation was performed and that there was no harm to the pt. The customer also stated that the device was pre-tested prior to pt use. The customer states that the device sample will be returned for investigation.